Manufacturer narrative:
Through follow-up we learned that the knife was not introduced into the patient's eye. The described event occurred outside of the patient's eye. Based on this new information johnson & johnson has determined that the reported event no longer satisfies the requirements for reportability anymore and no further details will be submitted for report 3012236936-2023-01172. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and patient ethnicity and race: unknown as information was not provided due to personal data privacy legislation/policy. Date explanted: not applicable as the iol remains implanted, therefore not explanted. Reporter telephone number:(B)(6). The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported as the doctor was implanting the dib00 intraocular lens (iol), the trailing/last haptic was stuck in the cartridge. Thus, the simplicity plunger did not fold the trailing/last haptic. The doctor managed to pull the lens out by using a knife like instrument. The lens is in the eye, with a little touch to iol optic. There were no incision enlargement, no suture(s), and no vitrectomy. It is unknown if medical attention was required or if medication was prescribed. Patient status post-procedure is unknown. Iol is not available for return as it remains implanted. No further information is available.